Event description:
The intravenous (IV) team was called to start an IV on a patient who was to undergo a MRI. The IV nurse arrived in the MRI patient holding area with supply items on a wheeled metal cart. The MRI technician questioned the IV nurse regarding possession of any metal inside and outside of his/her body. The nurse removed all metal items and parked the metal supply cart in the patient holding area. Both a MRI supervisor and the technician cleared the nurse (by questioning and checking for any metal objects) before he/she entered the MRI scanning room. The technician and nurse assessed the patient; determined hot towels were needed to place on the patient's arms and left the scanning room to obtain necessary supplies. The nurse went to his/her metal supply cart left in the patient holding area to obtain supplies. As the technician turned to gather the towels, the technician heard a loud bang and crashing sound and observed that the nurse was no longer in the patient holding area. The technician ran into the scanning room and saw that the nurse had brought the metal supply cart into the scanning room and the cart was stuck to the side of the MRI magnet. The technician immediately took action and removed the patient from the scanning room. The patient was not harmed, nor was the nurse. Service was called immediately and the metal supply cart and other metal items were removed from the MRI magnet. A root cause analysis will be conducted.